Event description:
It was reported that during follow-up, backup vvi was observed. A message of "hv therapy disabled" was noted. Patient will be scheduled for explant. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.